Manufacturer narrative:
Exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7077988/7078500.

Event description:
It was reported that the patient experienced difficulty charging and connecting to the ipg. During a supposed ipg replacement procedure, it was found out that half the contacts were out on one lead and the physician accidentally cut the good lead, so everything was replaced. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced difficulty charging and connecting to the ipg. During a supposed ipg replacement procedure, it was found out that half the contacts were out on one lead and the physician accidentally cut the good lead, so everything was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6)) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The testing of the ipg did not reveal any anomalies. However, a review of the data logs found that the user may not have followed the proper instructions to charge the ipg. Sc-2317-50 (sn (B)(6)) the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. It was reported that the physician accidentally cut the lead. Sc-2317-50 (sn (B)(6)) the returned lead was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.